Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unresponsive. Reportedly, the pump was not turning out. The contact reported that even after charging the pump for an hour, pump was still not turning on and there was no flashing led light or beeping. The customer's blood glucose was 108 mg/dl. The contact confirmed that an alternate method of insulin delivery was available.

Event description:
It was reported that the pump battery was unresponsive. Reportedly, the pump was not turning on. The contact suspected that the customer showered with the pump, as the pump was working successfully prior to the shower and the issue occurred after the shower. Reportedly, after charging the pump for an hour, pump was still not turning on and there was no flashing led light or beeping. The customer's blood glucose was 108 mg/dl. The contact confirmed that an alternate method of insulin delivery was available.